Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report#:1627487-2018-12540. Reference MFR. Report#:1627487-2018-12541. It was reported the patient was to undergo surgical intervention on (B)(6) 2018 for an unknown reason. No additional information is available at this time.

Event description:
Device 3 of 3. Reference MFR report#:1627487-2018-12540 and 1627487-2018-12541.

Event description:
Device 3 of 3. Reference MFR. Report#:1627487-2018-12540. Reference MFR. Report#:1627487-2018-12541. Follow-up information revealed the patient elected to have a competitor's product implanted.